Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07106. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent placement of sacral lead, programming of ipg, placement of ipg, fluoroscopy on (B)(6) 2013 due to urgency, frequency, and urge incontinence. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal wall prolapse-rectocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 due to chronic mesh extrusion. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). Additional narrative: it was reported that following insertion the patient experienced frequency.

Event description:
It was reported that following insertion the patient experienced frequency.